Event description:
The customer reported being hospitalized due to bronchitis and high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for a day. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error, and the alarm could not be cleared. The customer stated that the insulin pump was not able to turn on after inserting a new battery. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications. The device had corroded keypad traces, broken reservoir tube lip, and cracked case window display corners.